Event description:
A customer reported that when in "level 3 on the footpad there was no torsional effect" during a cataract extraction procedure. The fluidics management system was exchanged but there was still no torsional effect. The handpiece was then exchanged and the procedure was able to be completed with no harm to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).